Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and allergy to metals ('nickel sensitivity/nickel allergy') in an adult female patient who had essure (batch no. A36621) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, autoimmune disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, nickel allergy, and dysmenorrhea". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and allergy to metals ('nickel sensitivity/nickel allergy') in an adult female patient who had essure (batch no. A36621-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, autoimmune disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysmenorrhoea, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, nickel allergy, and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.